Manufacturer narrative:
B2-required intervention to prevent permanent impairment/damage (devices). B5-the reporter indicated that a 13.2mm vticm5 13.2 implantable collamer lens od -8.50/2.5/097 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a same model; size and different power lens due to lens rotation not associated to low vault and refractive surprise. The exchange resolved the problem. D6b- (B)(6) 2021. H6- health impact code 4629- lens exchanged. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -8.50/2.5/097 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2021. Refractive surprise was observed, the lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.